Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an anterior cruciate ligament repair procedure in 2005. Subsequently, patient was revised on (B)(6) 2015 due to the screw backing out. Competitor product was utilized to complete the procedure.